Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and required maintenance. A field service engineer remoted into diagnostics and checked all cubies, and they were not showing up in the configuration. The unit was rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 showed a cubie failure to stay closed despite being physically closed; recovery, reboot, and back panel access attempts were made with no success, and the issue required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.